Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation and information obtained in follow-up done by the local country contact (lcc). The patient reported that the meter issue occurred on ¿the week of (B)(6) 2015¿. The patient detailed that he manages his diabetes with metformin and glibenclamide and it is unknown if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that he developed ¿low blood sugar¿ but did not specify any symptoms or when it occurred, but stated that because of his low sugar he was admitted to hospital twice ¿between (B)(6) 2015¿ and that he was treated with ¿sugary juice or pasta¿. At the time of troubleshooting the cca noted that there was no apparent misuse of the meter and the patient followed the correct testing procedure. Replacement products were sent to the patient. This complaint is being reported because the patient received medical intervention from a healthcare professional for a blood glucose excursion after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.